Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-14- insufficient blood sample applied to strip (user). Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-2 error code. The e-2 error occurred when the blood sample was absorbed. Granddaughter is calling on behalf of the customer. During the call on (B)(6) 2018, a blood test was performed by the customer fasting and produced test result of 137 mg/dl using truemetrix go meter. The product is stored according to specification in the bedroom. Customer was using the correct test strips. The test strip lot manufacturer's expiration date is 02/29/2020, and customer did not know the open vial date. At the time of the call, the customer reported feeling ill with symptoms of increased urination and tiredness. Medical attention was not needed at the time of the call.